Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: leak condition confirmed. Visual examination of the device revealed evidence of leakage within the bag. Examination of the unit noted the cause of leak was due to partially broken tubing at the junction of the luer post. During filling, there was excessive force applied that ultimately caused solution to leak. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an intermate in which the device had a leak. The device was filled with 240 milliliters of 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.